Event description:
During a coronary stent procedure of a pre dilated lesion, the physician experienced difficulty crossing the lesion. During removal of the delivery/stent device some resistance was encountered. Upon removal stent damage was noted. No patient injuries or complications were reported.